Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination found that the outer tube was kinked in multiple locations along the device. This type of damage is consistent with the application of excessive force to the delivery system. The stent had already been deployed prior to receipt at investigation site and was not returned for analysis. No issues were noted with either the stent cup or the stent holding sleeve that have led to difficulties deploying stent. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial stent deployment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the inferior vena cava. A 24 x 70mm x 75cm wallstent-uni¿ endoprosthesis was advanced to treat the lesion. However, during the procedure when the stent was able to negotiate the lesion and was started to deploy, the stent opened partially but did not fully open despite several attempts. The device was removed and the procedure was completed with another 22 x 70mm wallstent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial stent deployment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the inferior vena cava. A 24 x 70mm x 75cm wallstent-uni endoprosthesis was advanced to treat the lesion. However, during the procedure when the stent was able to negotiate the lesion and was started to deploy, the stent opened partially but did not fully open despite several attempts. The device was removed and the procedure was completed with another 22 x 70mm wallstent. No patient complications were reported and the patient's status was stable.